Manufacturer narrative:
(B)(4).

Event description:
During pretest the cuff did not fully deflate. There was no patient involved.

Manufacturer narrative:
(B)(4). The sample was received and the reported issue could not be duplicated however; confirmed failures for the reported issue have been investigated under a corrective and preventative action.